Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The display was present during testing, and no device alarms were noted. During the physical evaluation, there were no abnormalities found in the unit¿s appearance. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b3 and h4 for being inadvertently left off of previous reports. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomena were not duplicated during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high flow insufflation unit could not be powered on during preparation for a therapeutic procedure. According to the initial reporter, then intended procedure was completed using another device without any reports of patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit did not show any signs of failing to power on during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.